Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during testing. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, and stripped battery cap at coin slot area.

Event description:
Customer reported hospitalization due to falling down the stairs at work. Customer stated that the hospitalization was not diabetes related and their blood glucose readings were between 180 mg/dl to 240 mg/dl. Customer also mentioned that the insulin pump alarmed button error at the hospital and the buttons were unresponsive. Customer's blood glucose reading at the time of the call was 195 mg/dl. No further information reported.